Event description:
Customer called with elevated blood glucose. Discoverd that if the driver arms are in the losed position the block still moves up and down the leadscrew with the spring clip in place.